Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 during a orthopedic surgery, the drill bit did not fit into the quick coupling adapter for the power equipment. This report is for one (1) 1.8mm drill bit/qc/125mm this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that only one device was observed inside its primary packaging. However, manufacturer confirmed parts from this lot to be oversized due to a worn out insert causing a small burr, and buffing not performed properly, therefore, the reported event can be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 1.8mm drill bit/qc/125mm would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. A dimensional inspection was performed by the manufacturer and confirmed parts to be oversized due to a worn out insert causing a small burr, and buffing not performed properly. Therefore, an issue with correct assembling can be confirmed. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 1.8mm drill bit/qc/125mm would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Relevant actions have been taken to address the complaint issue. Device history review (DHR): part # 310.520, synthes lot # u432724, supplier lot # u432724, release to warehouse date:16 jun 2023, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.